Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Tandem technical support follow up 09/18/2015: the customer reported doing fine and the pump appeared to be performing as intended. Device not returned

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer's blood glucose level was elevated. Cold insulin had been used.